Event description:
The customer reported that the device did not power up.

Manufacturer narrative:
(B)(4). The customer reported that the device did not power up. There was no report of pt impact or involvement. Philips evaluated the device and verified the symptom. The processor pca and display were both replaced to resolve the issue. We are unable to determine the root cause because more than one part was replaced.